Manufacturer narrative:
All of the buttons functioned properly during testing. However, moisture damage was noted to the keypad traces. No belt clip assembly was received with the insulin pump. No belt clip anomaly could be verified. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, scratched reservoir tube window, cracked case at the reservoir tube window corners and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error and belt clip anomaly on the insulin pump. The customer's blood glucose was unknown. The customer stated that the pump alarmed button error and the numbers kept scrolling. The customer stated that the serter is falling off. The customer stated that he works at a job that may be hazardous to the pump. The customer stated that he often crawls in spaces like boiler rooms and they are moist. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.